Manufacturer narrative:
Additional, changed, and/or corrected data: b5, section c, d1, d4, d6a, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional clarified that patient was injected with juvéderm® volbella¿ with lidocaine first. Approximately a month later, patient was injected with juvéderm® voluma¿ and two months later with juvéderm® volux¿ and vistabel®. Additionally, the health professional reported that the patient was prescribed methylprednisolone for 14 days in decreasing dose and the situation improved significantly. The patient confirmed that the event was getting even better a month after onset.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of lymphadenopathy is considered an unexpected adverse drug experience.

Event description:
Health professional reported that a patient was injected in the midface with juvéderm® voluma¿ and in the tear troughs with juvéderm® volbella¿ with lidocaine. The next month, the patient was injected in the glabella and forehead with juvéderm® volux¿ and vistabel®. Two months later, the patient had surgery for hemorrhoids and received antibiotics. The patient has since had constipation. The next month, the patient had a few days of low-grade fever with a runny nose and cough, the patient lost the sense of taste and smell for a week. These events fully recovered and deemed not device related. The next month, a slightly tender, firm nodule of .5 cm diameter developed under the left eye. The nodule was injected with hyalase dessau 25 ie and improved gradually over the next 10 days. For 9 days, there was a gradual appearance of slight facial edema and tenderness predominantly on the left side. Palpable tender structures developed on the face, and 2 oval nodules appeared over the left mandibular ramus. Previous injection sites developed into a firm palpable tender masses with slight purple discoloration of the overlaying skin that are slightly warm. At the end of the 9 days, an ultrasound scan was performed that found the affected areas to be ¿hyperechogenic, with changes confined to the subcutis (subcutaneous edema, thickening of up to 1 cm, hyper echogenicity, smaller areas of fluid up to 1 mm thickness, no air inclusions, muscles unaffected) and a few reactive lymph nodes under angulus of the mandible.¿ the injector proposed a 5-day course of oral methylprednisolone 48-32-32-16-16 mg. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00042 (allergan complaint # (B)(4)) and MDR ID# 3005113652-2021-00044 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine.